Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an atrial lead revision. During pre-procedure interrogation, it was noted that the lead had a history of false automatic mode switch episodes due to noise oversensing. The lead was explanted and replaced successfully. Patient was stable.